Event description:
A 14 mm diameter x 8.5 cm length aneurx iliac limb with xpedient delivery system was implanted into a pt for endovascular treatment of an iliac artery aneurysm in 2004. The pt's anatomy was excessively tortuous; calcification is unknown. It was reported that after the limb was deployed the anerusym was not sealed; therefore, a 14 mm diameter x 5.5 mm length extender cuff (MFR. Report # 2953200-2004-01138) was attempted in an area of the iliac artery with a 90-degree angle. The device kinked and would not deploy. The device was removed successfully. A 16 mm diameter x 8.5 mm length iliac limb was inserted and it also kinked. Only 1 cm of the stent graft deployed and would not deploy any further. The physician decided to remove the device from the pt and as he was pulling the delivery system out, the partially deployed stent graft got caught in the common femoral artery. The pt was sent to surgery for removal of the device. The devices were being inserted percutaneously. There were no clinical sequelae reported.